Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 closed set. Analysis and results: we have received 1 closed set of this code-batch that contains one unopened pouch of the following references-batches: 0068663 - 117383 (novosyn 0, 90 cm hrn50), 0068381 - 117203 (novosyn 2/0, 70 cm hr40), 0068947 - 117136 (novosyn 1, 70cm hr43), 3046235 - 117243 (novosyn quick 3/0, 70 cm ds24). It is not received in which suture occurred needle detachment and thread breakage. Analyzed the four references-batches. There are no previous complaints of any of these references-batches. Manufactured and distributed in the market (B)(4) units of the code-batch 0068663 - 117383. There are no units in stock. Manufactured and distributed in the market (B)(4) units of the code-batch 0068381 - 117203. There are no units in stock. Manufactured and distributed in the market (B)(4) units of the code-batch 0068947 - 117136. There are no units in stock. Manufactured (B)(4) units of the code-batch 3046235 - 117243. There are (B)(4) units in our stock. Tightness test to the samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfill the OEM requirements. Code 0068663 and batch 117383: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 0068381 and batch 117203: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 0068947 and batch 117136: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 3046235 and batch 117243: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Tested the knot pull tensile strength of the samples received and the results fulfill the OEM requirements. Code 0068663 and batch 117383: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 0068381 and batch 117203: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 0068947 and batch 117136: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Code 3046235 and batch 117243: xi= (B)(6) kgf (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Remarks: when working with novosyn and novosyn quick suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: czech republic it was reported that the needle detached from the thread and there was breakage.